Event description:
Customer reported video defect issue, a repair request was requested. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found corrosion on the scope mount and lock lever, board failure due to corrosion . This report is being submitted due to corrosion found on scope mount , lever, board corrosion found during device evaluation.

Manufacturer narrative:
Device was received and evaluated. Device inspection found corrosion on scope mount and lock lever , board failure due to corrosion. In addition, cable was found twisted. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 06-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed. It was surmised that an image was not displayed due to leakage found on the cable of the head unit and imaging. The cause of the water leakage found on the cable of the head unit and imaging could not be identified. Other incoming inspection findings: head unit: water leakage in the main body (lens); head unit: corrosion on the scope mount, adhesion on the main body, and corrosion on the free lock lever; kink on the cable the instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.